Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise. This device was tested in clinic with provocative maneuvers and x-rays were performed. Noise was able to be produced in the secondary vector. Device data was then sent to rhythmcare for review. Data review determined the observed mechanical noise is indicative of a potential electrode fracture. This device system remains in service. No adverse patient effects were reported.